Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that they weren't exactly sure but estimated there to be about a less than 5mm amount of inaccuracy.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case using the stealth navigation system, the navigation was initially inaccurate. The probable cause was suggested to be the surgeon using too much force with the mallet, potentially bumping the patient and/or reference frame. After performing another spin, the navigation was accurate, and the case proceeded without further issues.  Surgical delay was less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735740 (lot: 2.1.0) h3 & h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. A software failure of inaccurate navigation was identified. Navigation was not accurate. The site did another imaging system spin and navigation was accurate after that. There were no hardware parts replaced. After completion, it was confirmed that the failure was resolved. Codes b01, c10, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. Logs recorded that the site was in spinal fusion procedure and took 4 o-arm auto registration spins. The archives had 4 o-arm scans with 192 slices each, provided were the raw slices not the archives. As per the case description, the system was inaccurate during navigation. It was also confirmed that after performing another spin, navigation was accurate. Based on the case details, suspected the frame movement might have caused the reported in-accuracy but there was no way to confirm this. Logs and archives cannot capture this information so would not be helpful. Codes: b01, c19, d15 h2) please see section d9 for when the logs were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.